Event description:
This patient offered. No complaints pre treatment. He has been on a t220 diaglyzer since 5-92. As his treatment was started on this day, he complained of shortness of breath, hot flashes, his bp dropped, and tightness in his throat. The blood was returned to the patient and his symptoms subsided. The dialyzer was recirculated with ns. The patient sat for 15 min and his treatment was restarted on the same dialyzer per the physician. The symptoms returned and the treatment was stopped. The blood was not returned. The patient was put on a new pre processed t220 dialyzer and given 50mg benadryl IV. He finished his treatment without further problem. New lines were put up with the new pre processed dialyzer. The same concentrate was used. The patient appears to have had an allergie reaction to something in the system.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.